Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient had explanted the device. There was not more than (B)(4) symptom reduction. It was unknown what troubleshooting had been done and the cause was unknown. Additional information received a day later indicated it was unknown why the device had been explanted. It was unknown if there was a malfunction with the device or if any interventions had been done to try and resolve the lack of effect. Additionally, it was unknown if the patient ever received more than (B)(4) symptom reduction since implant. No further complications were reported/anticipated.